Manufacturer narrative:
(B) (4).

Event description:
The patient experienced intermittent stimulation. Both channels stopped providing stimulation after 20 minutes. A spare external system (transmitter, antenna, battery) was tried, however, the stimulation was still intermittent. A 2nd spare external system was also tried with the same result. The receiver was going to be explanted on (B) (6) 2010. No patient injuries were reported. Additional information has been requested.